Event description:
A malfunction was reported with the pump, displaying a malf 16 code. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support decided to replace the pump, and the customer was instructed to use multiple daily injections as backup insulin therapy. The customer was guided on storing the faulty pump and agreed to return it using a prepaid label within 10 days.